Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot 97817, and the data files were returned and analyzed. The data files confirmed system notices 50005 (leak detection) and 50006 (blood detection), for the date of the event. Smart chip verification indicated that the catheter was used for four injections. Visual inspection of the catheter showed that there was blood inside both balloons. The catheter was connected to the console and the performance test began with no system notices. Dissection showed dried blood inside the outer vacuum chamber which most likely clogged the laser holes, preventing a system notice from being triggered. The pressure test revealed an outer balloon pinhole. Further dissection and pressure tests showed an inner balloon pinhole as well. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, blood in the line of the balloon catheter and a spike in the graph and temperature were observed. The balloon catheter and coaxial umbilical cable were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification upon the manufacturer's analysis.